Event description:
It was reported, that doctor pushed irrigation button and white tip that plugs into the battery shot out and landed on the patient. Allegedly, surgery was delayed by 45 minutes and the drapes had to be torn down and re-sterilize the field.

Manufacturer narrative:
Additional information will be provided once investigation is completed.